Manufacturer narrative:
The insulin pump was received with intermittent button response error due to moisture keypad traces. No moisture damage was found on the electronics, motor, battery tube and vibrator. The pump passed the self-test. The insulin pump was received with a cracked case at the corner of the display window. Minor scratches on the lcd window, scratched reservoir tube window and a cracked reservoir tube lip were also found.

Event description:
The customer reported via phone call indicating a keypad anomaly from the insulin pump. The customer's blood glucose reading was 130 mg/dl. The customer stated that the act button was not responding. The customer also stated that some sweat entered the pump. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer declined trouble shooting for the pump.